Event description:
The decedent in this case was an 83-yr-old woman with alzheimer's disease who weighed 97 pounds and who was restrained, to prevent falling, with a medium-size vest restraint made by the co. She exhibited the risk factors for restraint asphyxiation: cognitive and physical disability, documented restlessness while restrained, and a recent history of being found suspended in a restraint. Persons who die are first suspended in the vest. As they struggle, the vest gathers around the upper thorax, concentrating the compressing pressure on the chest. The person's weight is conveyed through the thorax-encircling vest to prevent ventilatory expansion of the chest wall. The vest typically catches on the underside of the proximal upper arms, lifting the arms so that the person cannot use them effectively. Other views show that this person's lifted left elbow jammed into the bedding, preventing the arm from fully extending upward. She could not use her arms to pull herself to safety or to reach for the call button, which is positioned properly. The prominent venous congestion of the left arm distal to where it was compressed by the restraint suggests that arterial perfusion continued after she was suspended. This person was alive and capable of suffering as she died. The vest label is less ambiguous in stating a recommendation for continuous rails instead of split rails. It depicts full length bedrails and says, "use only full covered siderails in the up position." Rptr believes that there is no therapeutic advantage to employing split rails for persons who are restrained in bed and that it is less than optimally safe to do so. The slot between split head and foot rails should be obstructed completely. Once, this person was outside the rails, she dropped down the slot between the rails such that the rails blocked her from backing up onto the mattress to safety. The relationship between hte small size of this pt relative to the height of teh bed and the height of the siderails relative to the mattress is also important. The mattress appears to be quite thick for this bed, thereby raising the top of the mattress nearly to the top of the bedrails. This may have facilitated this person's passage over the valley between the rails. In addition, the mattress may have been lowered incompletely, judging by the upward angles of the bedspring support-struts. This bed height may have prevented this person's weight from reaching and resting on the floor and relieving the pressure of the vest on her chest. Nearly all charts of cases of restraint asphyxiation that rptr has reviewed show that staff had found the pt alive and sitting on the floor at the side of the bed with the restraint whithin the month preceding the death. This kind of "warning event" occurred 2 weeks before this woman's death. Fail-safe mechanisms in the event of an unforeseen suspension may have prevented this death. There was no electric warning alarm to signal that the pt had slid out of position. (*)